Event description:
A surgeon reported that after a multifocal intraocular lens (iol) was implanted, the patient's vision fluctuated, and he was dissatisfied with his visual outcome. A corneal specialist noticed that one haptic of the iol was not in the capsular bag, but was in the sulcus. No intervention is planned at this time. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).